Manufacturer narrative:
Age of device: 2 years, 8 months, 2 days. Investigation summary: the report that the tear on the outer jacket covered was applied with rescue tape could be confirmed through the evaluation of the submitted photo. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for the device were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient had tear in silastin on driveline. Rescue tape was applied. Patient was asymptomatic during the event. No equipment was exchanged. No further information was provided.